Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. Root cause: unable to determine. Source: phone.

Event description:
One reported false negative result for sars for one patient. The customer communicated the result was confirmed positive by molecular (pcr testing). The customer also communicated four additional events which are captured in separate reports.